Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency service due to high blood glucose on (B)(6) 2019 with blood glucose of 420 mg/dl. The customer's other blood glucose was over 400 mg/dl. The customer was treated by manual injection. Customer was declined troubleshooting for high blood glucose. Customer stated that cannula was bent. The insulin pump will not be returned for analysis.